Event description:
It was reported that ¿a few hours after implantation of the 565 lead the patient complained about huge abdomen pain.¿ impedance testing was performed at that time and found ¿good¿ impedances. A stimulation test revealed the patient ¿had a stimulation in the abdomen at a very low voltage <(><<)>1 volt.¿ the patient¿s physician reportedly ¿suspected a spinal cord compression by the lead¿ due to this issue and ¿decided to remove immediately the lead and all material (extensions for the trial period) from the patient¿ at the time of report. The patient was doing ¿well¿ following the explant of her lead and was alive with no injury. The patient was noted to be ¿walking normally¿ with ¿no abdomen pain.¿ the patient reportedly had ¿just urinary problems¿ which were noted ¿should be finished the day after following physician.¿ the exact meaning of this statement was unclear at the time of initial report; additional information has been requested. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information reported the patient was ¿very well¿ and that the ¿problems were solved¿ at the time of follow-up.